Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure could be due to dimensions not designed effectively. It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "non-sterile/single patient use - do not sterilize. Caution: read all instructions prior to use. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. For use with nasogastric sump tubes reorder number: 0056000 lopez valve. Instructions for lopez valve 1. Attach medication port cap to side ¿c¿ . 2. Turn valve to position one and attach ng tube to side ¿b¿. Push together firmly. 3. For suction, attach suction tube to side ¿a¿ and push together firmly. 4. If connection to a male connector is desired, attach universal adapter to side ¿a¿. Insert male connector into adapter, and push together firmly. 5. To administer medication, remove and store medication port cap in valve turn handle. Attach syringe to side port, push and twist until tight and turn valve to position four. Flush valve per facility protocol following administration. 6. Return valve to position one when complete to avoid leakage. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the valve was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the valve was defective.